Manufacturer narrative:
As the exact date of death was not provided, the reported date reflects that of the publication of the literature. The reported date reflects that of the publication of the literature. It was not possible to match these events with any previously reported events. (B)(4).

Event description:
Zieman, g., burns, r. Intrathecal baclofen toxicity mimicking nonconvulsive status epilepticus. Neurology. 2014; 82 (10). Summary/reported events: a (B)(6) male patient with a history of central cord syndrome with spastic paraparesis, who presented after being found unresponsive. He had an intrathecal baclofen (manufacturer unknown) pump, with normal regular interrogations. His last refill was the day prior to presentation. He was in his usual state of health earlier that day. Following intubation in the emergency department for airway protection, exam revealed intact brainstem reflexes, blink to threat, and upper extremity withdrawal to pain, normal tone and brisk reflexes. On admission, an electroencephalogram was ordered out of concern for nonconvulsive status epilepticus (ncse). This showed burst suppression with frequent epileptiform discharges. Maximum anti-epileptic treatment was given, which did not improve the eeg pattern. The pump was turned off out of concern for overdose. Unfortunately, the patient continued to decline and expired five days later in multi-organ failure. Post-mortem, pump medication was extracted and was 18ml (9.95mg, 25 times daily dose) short of expected amount. The author stated that in this case, treatment for ncse was initiated, as there was no proof of drug toxicity and untreated status epilepticus is life-threatening. Eeg evidence, plus the large amount of drug missing from the pump post-mortem, retrospectively supported the diagnosis of large dose intrathecal baclofen toxicity. There is no proven specific antidote for baclofen overdose.